Event description:
A pasv PICC was placed for therapeutic purposes in 2004. The following day, during a twenty-four hour dressing change, a complete fracture was noted. Then a subsequent x-ray identified that the catheter body had migrated into the pulmonary artery. The body of the catheter was later retrieved with a procedure done in interventional radiology.